Event description:
It was reported that the patient underwent a revision procedure due to migration. The physician elected to explant and replace the indirect decompression (ID) spacer. The explanted device was retained by the medical facility and will not be returned for analysis.